Event description:
It was reported that during an ent procedure, when it was tried to put in the osteoraptor anchor after drilling, the anchor got pulled out of the glenoid. It is unknown how the procedure was completed. A non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image finds the insertion device with the shaft bend and dislocated from the handle on a surgical drape. No suture material or anchor is shown. Based on the limited information provided the root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated, no further assessment is warranted at this time. The complaint of material deformation was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. The complaint of device dislodged or dislocated was not confirmed and the root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). B5, h6: updated.

Event description:
It was reported that during an ent procedure, when it was tried to put in the osteoraptor anchor after drilling, the anchor got pulled out of the glenoid. The procedure was completed with non-significant delay using a back-up device in an additional drilled bone hole. No further complications were reported.